Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -6.50 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the lens was exchanged with a shorter and same diopter lens, due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Device evaluation - product evaluation found lens returned in a small vial. Visual inspection found no visible damage to lens and clear residue on lens surface. (B)(4).